Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 486-487 mg/dl and ketones resulting in a visit to the emergency room (ER) and subsequent hospitalization. Healthcare provider identified the ketone levels as dangerous. Suspected cause of bg/ketones was due to occlusions. No issues were observed with the infusion set cannula, tubing or cartridge in use at the time of the event. In an attempt to decrease the bg level, the customer set a 150% temporary basal rate for 2 hours, 200% temporary basal rate for 2 hours and delivered correction boluses. While in the hospital, customer was treated with a potassium and insulin drip. Customer was released 1 day later with the issue resolved. It was unknown whether the customer sustained any permanent damage.